Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. Two photographs of a 5 fr dual lumen powerpicc were returned for evaluation. An initial visual observation of the photographs showed a large split in the extension leg of the purple lumen. Use residue was observed on the sample. While a split could be seen in the extension tubing of the sample, no details of the damage could be discerned from the returned photographs, and there were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported PICC nurse was called in to look at a leaking PICC, one of the extension legs on the dual lumen was fractured near the clamp. PICC was placed on (B)(6) 2025. The PICC was exchanges for a midline. No other information was provided.